Event description:
It was reported that following "poba" in a lesion with two tortuous curves and heavy calcification, the stent delivery system would not cross. Upon removal of the stent delivery system, it was noted that the stent had been dislodged and could not be retrieved. The pt experienced anterior myocardial infarction in the left anterior descending artery. However, a relation to the stent incident is unknown. Reportedly, the pt was stable post procedure.